Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement field generator shipped to site (B)(4) 2013. Medtronic inspection of returned suspect field generator finds that while the field generator was connected to a test system with the ent application, verified a registration probe at 1.2mm. Verification, tracking, and accuracy with this tool looked normal. The emitter was connected to a test system with the cranial application. Tracking inside the too close-too far parameters looked normal. The emitter passed the pegboard test with an error of 1.802mm. Flexing the cable does not indicate any intermittent opens. Fully functional. No fault found - this device did not cause the reported event.

Event description:
A medtronic ent representative reported tracking issues with a navigation system. As part of trouble-shooting, a replacement field generator was requested. There was no patient present.